Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator recharger (insr) had a blank screen. The implantable neurostimulator recharger (insr) was not taking a charge as of (B)(6) 2016. The connector pin was reported to be bent. There was a sudden return of pain as of (B)(6) 2016. The implantable neurostimulator (ins) was reported to have died. The patient stated that they were ¿dying.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.